Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin and another unspecified antibiotic (intraperitoneal, doses, durations and frequencies were not reported). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing at the time of treatment. No additional information could be provided as the reporter declined follow-up.